Manufacturer narrative:
The cell-dyn 4000 safety cover was not on at the time of the incident. It is not known if the technician was wearing safety glasses. The technician was sent to the emergency room (ER) for treatment, because of the employee health department was closed. The ER doctor administered "natural tears" eye drops and the technician was instructed to repeat the eye drops every four hours. No injury was reported. The customer was advised that when the instrument is running, the safety cover should be on at all times. The cell-dyn 4000 system operator's manual, under service and maintenance procedures section 9, addresses this for procedures that require the opening or removal of the safety cover. The manual states to replace the safety cover before verification of system performance and before running patient samples. The safety cover must remain on the analyzer at all times during running operation. A review of customer complaints for the months of november 2006 through march 2007 did not find any trends for this issue. Based on the investigation of this complaint, no product deficiency was identified for the cell-dyn 4000. This is the final report.

Event description:
The customer stated a laboratory technician was splashed in the eye with a drop of whole blood from the cell-dyn 4000 analyzer. The technician was attempting to add sample while the analyzer was running. Their lab coat sleeve got caught on the sample probe, causing it to bounce and a small drop of whole blood splashed into the technician's eye. The analyzer's safety cover was not on at the time of the incident. Treatment was given, but no injury was reported.